Event description:
A customer reported that their insulin pump malfunctioned after it was accidentally dropped, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump because the battery was not charging, but technical support provided instructions to assist with the reset. Subsequently, the customer successfully completed the reset independently and no longer required a replacement pump. As a result, the replacement request was canceled by customer technical support.